Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On 01/23/2023, the patient experienced intermittent audio output. The patient experienced hypoglycemia and the dexcom device was not alerted for the low continuous glucose monitor (cgm) values. The patient lost consciousness and was found by her husband in a comatose state, he called an ambulance. When the paramedics arrived, they treated the patient with 3 shots or narcan ® (naloxone nasal spray prescription medicine used for the treatment of a known or suspected opioid overdose emergency). The paramedics took the measurements: there was no blood glucose (bg) value documented and the cgm was reported to be 1.2 mmol/l (confirmed value, although it is outside of the range). The patient was taken to the hospital and was hospitalized for 10 days. There was no documentation about the medical intervention provided at the hospital nor the treatment for hypoglycemia, as the patient couldn´t remember and declined to provide further details. At the time of the report the patient was feeling ok. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.